Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 86.1 u/ml, and the repeated result was 7.94 u/ml. The sample was repeated on another module, and the result was 7.94 u/ml. The sample was repeated because the result did not match the patient's clinical diagnosis.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.